Manufacturer narrative:
The thermogard console in the complaint will not be returned to zoll for investigation. The customer declined to have the thermogard system serviced and decided to trade in the console.

Event description:
During patient use, the thermogard xp ivtm system (sn (B)(4) displayed mid:14 (bg power supply) error message. The customer did not provide any further information regarding the details of the treatment. The patient's status information was requested, but the customer did not provide a response.